Manufacturer narrative:
Batch review performed on 02 august 2016: (B)(4). Not available.

Event description:
The patient came in due to instability. The surgeon swapped the poly for a thicker poly. The surgery was completed successfully. Explants are not available x-rays are not available.